Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black plug on the btt inflation valve would not stay depressed so the balloon would not hold air. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.